Event description:
Pt underwent transcatheter aortic valve replacement procedure for critical aortic stenosis using a 23 mm sapien percutaneous pericardial valve. After positioning was confirmed by angiographic imaging and aortography, the valve was deployed. Good deployment and stability were confirmed but the pt developed very poor recovery to her systolic and diastolic pressure. An aortography and transesophageal echocardiography eval noted that one leaflet of the trileaflet sapien edwards valve was stuck with no movement which resulted in wide open aortic regurgitation. The pt developed progressive hypertension. An attempt to unstick the leaflet with a pigtail catheter across the aortic valve resulted in recovery of function of the leaflet and movement of all 3 leaflets and disappearance of the aortic regurgitation. The pt remained hemodynamically unstable and was placed on bypass. Multiple and prolonged attempts to resuscitate with volume, CPR and acls measures were unsuccessful and the pt expired. No autopsy was performed.